Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one month of implant, the patient experienced syncope; complained of shortness of breath and chest pain. The right atrial (ra) lead was found to have dislodged, and had migrated outside the pericardium, causing a perforation as well as both a pericardial and pleural effusion. The effusion was drained, and the ra lead was repositioned and remains in use. Additionally, the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.